Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest. The patient's doctor allowed the patient to end use of the lifevest. The patient reported that the rash had healed since removing the lifevest.